Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Device evaluation could not be performed because the guide wire was not returned. Investigation of production records and adverse events data could not be performed because lot information was unavailable. Although the device investigation and lot history review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. It was presumed that tensile stress that generated with wire removal against resistance exceeded the product's design limit because the wire tip was being trapped by the severely calcified cto. That excess stress was assumed to have caused the reported wire fracture. Instructions for use states: [warnings]: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects]: separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became separated during a poba to treat a heavily calcified cto in the lad. The guide wire was advanced to the cto when it became stuck in the lesion. The physician was unable to pull back the wire. After some attempts to remove, the core of the guide wire became separated and coils unraveled. The distal segment of the guide wire remained inside the lesion. The physician decided to put another guiding catheter via the right femoral artery in an attempt to retrieve the separated wire fragment with a snare; however, the attempt failed. The physician then placed the guiding catheter over the snare and was able to trap the wire fragment with a balloon. He then pulled the catheter out when the wire fragment broke in two pieces. Only the proximal part could be retracted from the patient. The physician decided to leave the distal part in situ and terminated the procedure. There were reportedly no adverse patient effects secondary to the remaining wire fragment.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd. Pathum thani, thailand, registration number: (B)(4). The returned guide wire was missing its distal segment. The coils were elongated originating from the proximal solder. The coil wire was found fractured at approximately 95mm distal to the proximal solder. The core wire was found fractured at approximately 145mm distal to the proximal solder. Each fracture end was microscopically observed. It found that the fracture end of the coil wire was cone shaped, indicating that the coil wire fracture was attributed to tensile stress. The core wire was found twisted at the fracture end. The fracture surface of the core wire was flat. These findings indicated that torsion had contributed to the core wire fracture. Measurement of the length of the remaining core wire suggested approximately 5mm of the distal segment of the guide wire was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product deficiency. Based on the obtained information and investigation outcome, it was presumed that torsion exceeding the product's design limit was inadvertently applied while the wire tip was being trapped by the heavily calcified cto. That excess stress was assumed to have contributed to the core wire fracture. The coil wire was assumed to become elongated and eventually fractured due to tensile stress generated during wire removal. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became separated during a pci (poba) to treat a heavily calcified cto in the lad. The guide wire was advanced to the cto when it became stuck in the lesion. The physician was unable to pull back the wire. After some attempts to remove, the core of the guide wire became separated and coils unraveled. The distal segment of the guide wire remained inside the cto. The physician decided to put another guiding catheter through the right femoral access in an attempt to retrieve the separated wire fragment with a snare, however, it failed. The physician then placed the guiding catheter over the snare and was able to trap the wire fragment with a balloon. He then pulled the catheter out when the wire fragment broke in two pieces. Only the proximal part could be retracted from the patient. The physician decided to leave the distal part in situ and terminated the pci. There were reportedly no adverse patient effects secondary to the remaining wire fragment. The patient was hospitalized for seven days after the pci.